Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for draw volume, stopper and sleeve function with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that tubes are under filling and stoppers coming off during use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes are slow to fill and caps come off very easily.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tubes are under filling and stoppers coming off during use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes are slow to fill and caps come off very easily.